Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the integrated main screen was frozen, and the white screen was saying initializing. A technical support specialist dialed into the station, confirmed that the medication application launched successfully, the task manager and the storage space showed healthy state, monitored the station and confirmed no further issues occurred. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower the integrated main screen was frozen on a white ¿initializing¿ screen. The user attempted to power off the device using the power button; however, the screen remained on the white initializing display. This issue has reportedly occurred two to three times within the past month. During the event, the screen was unresponsive to touch input, and the biometric ID indicator did not flicker or activate. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.